Event description:
Literature was reviewed regarding, ¿endovascular salvage after false lumen misdeployment of thoracic endovascular aortic repair or the frozen elephant trunk in aortic dissection: a case report of two patients,¿ a valiant captivia stent graft vamf3838c120te was implanted in the descending aorta (proximal sealing in zone 3, immediately distal to the origin of the left subclavian artery during the endovascular treatment of a stanford type b aortic dissection with an entry tear located approximately 4 cm distal to the origin of the left subclavian artery. An intramural hematoma was also documented on the initial cta, located between the origin of the left subclavian artery and the entry tear of the ad. The re-entry tear was located in the left common iliac artery. The celiac trunk, superior mesenteric artery, and right renal artery originated from the tl, whereas the left renal artery originated from the fl. It was reported 1 day post the index procedure, a significant elevation of serum creatinine and liver enzymes was found. Cta showed full collapse of the true lumen (tl) due to deployment of the distal part of stent graft into the false lumen (fl). Emergency intervention was completed where an additional medtronic valiant captivia graft, model vamc4238c150te, was deployed after fenestration and balloon enlargement of the intimal flap to reconnect the false and true lumens and restore flow to the true lumen. It was reported 2 months after discharge due to sudden-onset severe pain above the sternum and between the scapulae, dyspnea, and pain and numbness in both upper limbs. Cta revealed retrograde dissection of the aortic arch. Urgent aortic arch replacement was performed. Cta at 6 months and 1.5 years confirmed complete thrombosis of the fl of the thoracic ad and adequate perfusion of the target abdominal organs. The abdominal aorta was not dilated. It was noted that inadvertent tevar misemployment occurred during the index procedure.

Manufacturer narrative:
Hudák, m., ko¿o, m. And ra¿iová, m. (2026) ¿endovascular salvage after false lumen misdeployment of thoracic endovascular aortic repair or the frozen elephant trunk in aortic dissection: a case report of two patients¿, vascular specialist international, 42(7), pp. 1¿8. Doi:10.5758/vsi.250125. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.